Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (brand name 9mm ti cann retro/antegrade femoral nail-ex/360mm-sterile, part number 04.013.352s, lot number 1599977. The subject device was returned with the complaint condition stating that during extraction of the expert retrograde/antegrade femoral nail the surgeon realized that there was an abnormal plication of the nail at the fixing holes. As previously reported, the device history record review of the subject device lot revealed that no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material part 21012 lot 4998307 reviewed. Manufacturing date: 13-apr-2006. The top-level drawing for this device was reviewed. The measured length of the nail is 360 mm. The nail is made out of titanium. Measured diameters of third hole from distal end: top of hole = 5.32 mm (along axis of nail) and 5.19 mm (at right angle to axis of nail). Bottom of hole = 5.03 mm (along axis of nail) and 5.18 mm (at right angle to axis of nail). The bottom of the hole has an out of specification measurement (5.03, which is undersized) due to the nail being bent. It is supposed to be between 5.1mm - 5.3mm. Specifications of hole diameter, per inspection sheet is 5.1 mm ¿ 5.3 mm. Distance from center of third hole to the distal end of nail: 35 mm. Distance from center of third hole to proximal end of nail: 325 mm. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. While a definitive root cause could not be determined, we do suppose that a mechanical overload situation lead to deformation. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on manufacturing evaluation we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Patient was reported to be in their 20¿s and of ¿normal¿ weight. Additional device product code is hwc. (B)(6). Implant date: unknown. Implant date was reported as approximately 18 months prior to (B)(6) 2017. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: dec 8, 2006. Expiration date: nov 1, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in france as follows: it was reported that during a planned hardware removal of an expert retrograde/antegrade femoral nail on (B)(6) 2017, the surgeon noticed that the tip of the nail showed a very slight abnormal angulation of only a few degrees at one of the distal locking holes, not occupied by a screw. It was reported a concavity (discreet angulation-- an abnormal plication) of the metal. The reporter had concerns that the nail had shown signs of movement in this region which was thought to be indicative of a pre-fracture condition. The nail was removed ¿within a normal period¿ approximately 18 months after implantation. The patient is young (in their 20¿s) of normal weight and without comorbidities. The implants were removed without complications during the removal procedure. There was no surgical delay or patient harm. The procedure was successfully completed. This report is 1 of 1 for (B)(4).